Manufacturer narrative:
.

Event description:
Procedure type: unk. According to the reporter, the trocar broke while using a 5mm probe to manipulate pelvic adhesions in normal fashion and tension. No pt injury was reported and no further pt or procedure details could be obtained from the user facility.